Event description:
Same case as MFR's #: 6000093-2005-00121. During a drug eluting stenting treatment procedure, an acute thrombosis occurred. The pt presented to the cath lab with an acute myocardial infarction. The physician successfully deployed two taxus express2 stents. One in the left anterior descending artery (lad) and the second in the circumflex artery (cx). Later that day the pt was brought back to the cath lab and was determined to have an acute thrombosis in the taxus stents. However, the pt expired during the procedure. It is noted that the physician gave a written report claiming that there was no correlation between the death of the pt and the stents used.